Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, inspected and discarded cartridge with damaged or missing o-ring, filled new cartridge, removed pump from case, inspected and cleaned pneumatic tap area, and then followed on-screen instructions to complete load process, after which cartridge was successfully loaded and insulin delivery was resumed.